Event description:
The catheter broke inside the baby upon removal. The doctor was able to retrieve the broken piece from the baby. The catheter took about 24 hours for removal, warm compresses were placed on the baby.

Manufacturer narrative:
The hospital and sales representative has been contacted multiple times concerning additional information and the status of the sample. No information has been provided at this time.